Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/27/2020. Investigation summary: one picture was received for analysis. Upon visual inspection of the picture, a needle-suture piece and a suture piece appear to be broken of product code sxpp1a406, lot pmm498 could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent to the FDA: 08/05/2020 additional information: d10, h6 additional h3 investigation summary: a needle/suture piece of product code sxpp1a406 was returned for analysis. During the visual inspection of the sample, the swage and attachment area of the needle was noted to be as expected, marks by use of surgical instrument could observed on needle. A suture piece was received attached to needle and was noted that suture was split near of attachment, a part of the suture was peel and the suture end was observed cut appears to be by use of the surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture was an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot#: pmm498, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a knee arthroplasty procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke during sewing at the first stitch from the attachment area of the suture/needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.